Event description:
Affiliate reported that during surgery when the chamber was being filled with saline solution, they saw that it does not fill. As a result the neurosurgeon had to implant just a shunt with ventricular catheter only, right connector and peritoneal catheter.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.